Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center distal end light went out when the camera head was advancing from the patient's urethra to the patient's bladder. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The reportable malfunction was not confirmed. However, based on the results of the investigation, there was moisture stains found inside the video connector that could have contributed to the customer's reported event; especially when the device was still wet. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.